Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving use of the penditure clip on (B)(6) 2025 the customer reported that the patient had atrial fibrillation on (B)(6) 2025. Patient will be seeing e lectrophysiologist and has re-started eliquis. The outcome of the adverse event is recovering/resolving. The adverse event was deemed by the investigator as possibly related to the penditure clip device, but not related to the penditure delivery system. The adverse event was deemed by the sponsor as possibly not related to the penditure clip device or the penditure delivery system.